Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned headway microcatheter found that an in-house guidewire encountered resistance when advanced into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to have damaged ptfe liner and an exposed braid, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the conditions or circumstances that led to the damaged ptfe liner and exposed braid, but these conditions are consistent with consistent with a deviation in the manufacturing process. A CAPA has been initiated.

Event description:
It was reported that the wire would not pass the hub. There was no patient injury nor surgical intervention reported. The patient is in good condition. Although the initial information received was not determined to be reportable, we are now reporting the event based on device investigation findings of the microcatheter lumen was found to have damaged ptfe liner and an exposed braid.